Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the catheter revision was needed as the catheter was being pushed out by high cerebrospinal fluid (csf) pressure. The patient experienced bulging at the back incision area. As a troubleshooting performed in relation to the catheter revision, the patient underwent vp shunt procedure to decrease the increased csf pressure. The catheter revision was caused by the increased csf pressure.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving a dose of 1499.4mcg/day at a concentration of 3000mcg/ml of baclofen via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a pump replacement for expected replacement indicator (eri) occurred on (B)(6) 2016. When the pump was interrogated a note was discovered saying the catheter had been revised on (B)(6) 2012. The rep had no previous knowledge of this revision taking place. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.